Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue was observed. The difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with four proglide devices were attempted in the calcified left common femoral artery (lcfa) and the calcified right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, cuff misses occurred with the four proglide devices in both the lcfa and the rcfa. Additional proglide devices were used for successful suture placement using the preclose technique, two proglide devices in the lcfa and two proglide devices the rcfa. The sheaths were upsized to 22fr on the lcfa and an 18fr sheath on the rcfa. The aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.